Event description:
The recently FDA-approved carotid embolic protection system, accunet by guidant, is dysfunctional and became lodged in a pt's brain. The carotid stent was successfully placed, and the embolic protection filter was to be removed at the end of the procedure. However, the filter basket broke off and lodged into the carotid artery within the pt's brain. The procedure was performed by physicians who could not remove the dislodged device surgically and it was pushed further into the pt's cranium while attempting to remove it. It became unretrievable and not surgically accessible. Phone calls to the guidant corp revealed that this complication has occurred three other times. The only option was to place another stent within the embolic protection filter to collapse it and to tack the filter against the arterial wall. This was done and the pt did not have stroke. However, the pt will require potent anticoagulation for life including coumadin, a potent and dangerous anticoagulant, and clopidogrel and aspirin. This is a dangerous combination and will make the pt susceptible to bleeding and complications. Also, there is a high chance of narrowing of the carotid artery in the brain that contains the collapsed filter and the stent, making the pt extremely susceptible to a major stoke for the rest of their life.